Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was explanted. The patient seemed to have hyperopic shift post-op based on manifest refraction but is 20/20 on autorefractor. The directions for use were followed. The patient is seeing j16 for reading with eyhance and has healthy eye, unilateral cataract. There was no incision enlargement, vitrectomy, or delay in procedure. Patient did not seek medical attention. No further information was provided.

Manufacturer narrative:
Section a2, a4, a5 patient information: information unknown/not provided. Section d6a, if implanted, give date: asked but unknown/not provided. Section d6b, if explanted, give date: asked but unknown/not provided. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted."